Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. Upon evaluation, the charger was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory.

Event description:
A review of service data detected a reportable event. During servicing charger sn (B)(4) was unable to power up. The last pt to use this charger did not report any deficiencies.